Manufacturer narrative:
(B)(4). Physio-control evaluated the customers device and verified the reported issue. Physio updated the device software. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was booting up with a completely white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient use associated with the reported event.